Manufacturer narrative:
This is 1 of 14 events that occurred at this user facility. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.